Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had not been able to charge their implant properly. The patient said that sometimes they were able to connect to their implant and charge it to 10% or 20% and then the recharger "crashes" and they couldn't get it to connect to their implant or handset again. Patient said they had issues with the recharger since they received the implant and it kept getting worse over time. Patient said they never know if their implant is charged or not either because once they got disconnected from their ins, they also could not see their progress on the handset (device not found). Patient said they met and spoken with a manufacturer representative (rep), with these issues since 6 months after they received the implant. Patient said they called the rep multiple times and the rep had not given the patient an action item to help tackle the issue. Patient expressed extreme dissatisfaction with the rep for this reason and said the rep had told them that the patient was not performing connecting steps properly. Patient went to their healthcare provider today (B)(6) 2023 and they told the patient that [manufacturer] has a protocol for rechargeable devices and that the patient should call to see if they can get a new device that helps with this issue. Patient said the rep had done troubleshooting with recharger before but never got recharger to connect to ins on the calls. Patient said they were frustrated because when the ins battery was depleted, their bladder spasms were  so bad that they felt like they were going to faint. Patient said the pain went up their pelvic bone up their front and it hurt so bad. But when the ins battery was not depleted, the ins was a "game changer". Patient said they felt no pain and didn't have any bladder spasms when it was working and they didn't have an issue with their bladder completely dumping. Patient also mentioned that when they received the ins, their healthcare provider (hcp)  told them it was a long shot that the ins would work because of their age and it has worked for their bladder since day 1 (when battery is not depleted). Patient said now they had symptoms again because they weren't able to charge th eir implant fully. Patient also said that if they did not get help and they need to get a replacement ins, that their insurance should not pay for it and they will sue [manufacturer]. Patient services reviewed the option to replace recharger. An email was sent to repair. Additional information was received from a manufacturer representative (rep). When asked to clarify the statement: the handset is always wrong the rep reported the patient was having difficulty with her charging process and not getting a consistent charge to her implant. It is unknown when the issue was first noticed. The charger for their implant as not connecting with their implant. When asked for cause of the handset always being wrong the rep reported it had to do with the patients charger and implant. The likely cause was the patient reported she fell and this may have contributed to the poor communication. Patient would have their device removed and replaced with a non rechargeable system on (B)(6). It was reported that the issue was resolved.